Event description:
Related manufacturer reference number: 2017865-2024-03730. It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting high pacing impedance. The physician elected to replace the lead. During the procedure it was noted that the right ventricular lead had a pinch beneath the suture sleeve placement, and the atrial lead exhibited abrasion and had fluid within the insulation. The rv lead and atrial lead were both explanted and new leads were implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were insulation abrasion and fluid found within the insulation. The reported event of insulation abrasion was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find anomalies except for the damaged insulation found consistent with procedural damage. The fluid found within the insulation that was reported in the field could have been introduced through the damaged insulation found which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.